Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding the delivery of fentanyl (2500 0.0mcg/ml, 21.281mcg/day) and compounded baclofen (2.0mg/ml, 1.7025mg/day) in an implantable infusion pump for non-malignant pain and failed back surgery syndrome. The patient was seen on (B)(6) 2015 and multiple motor stalls were confirmed in the logs via interrogation (3-4 motor stalls and recoveries). The patient was not near any electromagnetic interference (emi) and did not have a recent MRI performed. The manufacturer representative was on their way to the clinic on (B)(6) 2015 to assist with troubleshooting. Silencing the audible pump alarm, pump replacement, programming the pump to minimum rate, and covering the patient with non-pump medication were being considered. The last motor stall occurred on (B)(6) 2015 (began in (B)(6) 2015). As of (B)(6) 2015, no motor stall recovery had occurred. The hcp programmed a bolus dose for the patient on (B)(6) 2015 and the patient states they "felt a little better" after the bolus, however the pump still showed a motor stall so it was believed to be unlikely that the patient received any therapy from the pump. On (B)(6) 2015, it was further discussed with the manufacturer representative that the logs showing the "pump restarted command" did not indicate the pump was running again. The pump would only resume if a motor stall recovery was seen. The pump had still not recovered since the motor stall on (B)(6) 2015. It was being considered to program the pump to minimum rate mode if the patient was being treated by other means in case the pump restarted. The pump was refilled and the patient was being monitored, and oral medications were continued. The cause of the issue was not determined and the issue remained unresolved. The pump was explanted and sent back to the manufacturer for analysis. Additional information was requested from the manufacturer representative regarding clarification on the symptoms the patient experienced. History: spinal and knee surgery allergies: ativan, cipro, darvocet, ivp dye, pcn concomitant drugs: roxicodone, dilaudid, and oral baclofen

Manufacturer narrative:
Conclusion code fdc was updated.

Manufacturer narrative:
Analysis of the pump, model# 8637-20, serial# (B)(4), found a gear train anomaly (corrosion and-or wear and-or lubrication). The gear train anomaly/motor stall was due to the shaft-bearing.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Conclusion code no longer applies.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient had experienced withdrawal symptoms from the motor stalls which included feeling sick, irritable, and sweaty. The reporter indicated that the pump had been replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.